Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture behind the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The pump was returned with moisture in the display lens. There was no damage found to the battery compartment. The battery cap was not returned with the pump. A test battery cap was able to fully attach to the pump. The pump was exercised for 24 hours with no pump reboot events observed. There was a crack found in the pump casing near the case seal. The pump failed a leak test as a result of the casing damage. Moisture was found on the internal component of the pump. The display screen was dim and discolored.